Manufacturer narrative:
Product support tested returned pt samples and positive control, calibrator h on retained profiler w48404 for tni recovery. Product support observed a tni value of <0.05 ng/ml with both pt samples on triage and >1.0 ng/ml on access2 (pre and post hama run on access) no error codes were observed with any samples on triage. All data points with cal h were within the mfg 2sd range with a percent recovery of 109% (within the mfg final release specifications). No low bias or false negatives were observed with the positive control. The scans recovered from global stat pak (for the returned pt samples) showed normal recovery, integral values, and no elevated nsb values. No interference was observed on triage. Sample 1 on access was (pre hama) 1.11ng/ml and 1.09ng/ml (post hama). Sample 2 on access was (pre hama) 1.13ng/ml and 1.06ng/ml (post hama). Product support could not rule out sample specific interferences on access as a possible cause of an elevated tni value. The customer was reported to have an elevated tni value (0.8ng/ml) over the last year. The triage package insert claims specify that the use of the assay is to assist in the detection of an acute ami and not a chronic condition. Circulating troponin degrades over time and the triage device may not pick up with degraded product. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported false negative troponin (tni) on one female pt tested on the triage cardiac profiler versus the siemens rxl, which was also confirmed with the same result by a sister lab using the same method. Same day, whole blood sample, two draws taken two hours apart. Pt was admitted on uti, chronic pain and acute chest pain. Pt was also diagnosed with gerd, post-chf, addison's, anemia, anxiety, chronic exacerbation, chronic pain syndrome, the fibro, and neuropathy. The pt had a cardiac stent installed at a non-specified time, before this admission. Pt was discharged home on (B)(6) 2011. Pt was readmitted on (B)(6) 2011 with a diagnosis of severe renal insufficiency, dehydration, hypercalcemia and anemia. No cardiac testing was done on this admission. Triage test was performed following standard procedure. Lab temperature was around 70f and controlled. Blood was at room temperature when tested. Test device in room temperature for hours and only opened when ready for test. Other analytes not reported.